Event description:
It was reported that the patient had personal injuries sustained as a result of their defective spinal cord stimulator device. In the months following implantation, the patient began experiencing significant complications including electric shocks, worsening low back and extremity pain, and reduced efficacy of the system. Within a year of the implant the patient also developed urinary incontinence, which required medical evaluation and treatment. Despite ongoing complications, the device remains implanted but inactive and it continues to cause pain. Patient continues to experience persistent pain, diminished quality of life, and a lack of therapeutic benefit from the system. The permanent device introduced battery behaviors, stimulation delivery patterns, and user interface dynamics not observed during the short-term trial period. The patient experienced post-implantation complications. The device was not delivering the promised pain relief and was instead causing new and worsening symptoms, including painful electrical sensations and urinary dysfunction. The patient was told that the device was functioning normally.  It was stated that the system implanted was defectively manufactured. The device, as constructed and assembled, deviated from the manufacturer¿s design specifications and from other units in the same product line, resulting in an unreasonably dangerous condition at the time it left the manufacturer¿s control. The manufacturing defect included, but was not limited to, improper assembly, defective battery control firmware, flawed charging telemetry integration, and defective anchoring or lead stabilization mechanisms. The system presented known or reasonably foreseeable risks, including but not limited to: painful electrical shocks, lead migration, premature battery failure, stimulation failure, worsening of preexisting pain, and neurologic complications such as urinary incontinence. These risks were not adequately disclosed in the product labeling, instructions for use (IFU), training materials, or marketing documents provided to physicians and patients. The device has caused the patient injuries, including severe pain, worsening neurologic symptoms, urinary incontinence, and diminished quality of life. Patient has new-onset neurologic dysfunction. Patient is experiencing mental distress by improper device programming, inadequate postoperative support, and a lack of informed medical decision-making.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.